Manufacturer narrative:
A doctor reported a patient developed painful, blurry red eyes after using the solution once. The doctor diagnosed bilateral keratitis and a left corneal abrasion. Patient was treated with ofloxacin ophthalmic solution and her eye condition resolved. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign of bilateral keratitis reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The doctor reported the corneal abrasion did not penetrate bowman's membrane, there is no residual scar or permanent decrease of visual acuity. The complaint sample was returned for evaluation and the results of the testing performed were consistent with shelf life limits. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A doctor reported a patient developed painful, blurry red eyes after using the solution once. The doctor diagnosed bilateral keratitis and a left corneal abrasion. Patient was treated with ofloxacin ophthalmic solution and her eye condition resolved. The doctor reported the corneal abrasion did not penetrate bowman's membrane, there is no residual scar or permanent decrease of visual acuity. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.